Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Lead fracture was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.